Event description:
Echelon flex¿ gst system 60mm powered plus stapler with green reload malfunctioned during use on a gastric bypass case. The staple line was complete and md needed to oversew the anastomosis to prevent a leak. The tech, who is very well versed in the use/function of the echelon flex, also stated it was hard to load the device with the surgical staples. Additional events related to the echelon flex powered plus long articulating endoscopic linear cutter in the last five months: echelon flex¿ gst system 60mm powered plus stapler would not allow loads to load. Echelon flex¿ gst system powered plus stapler would not cut knife blade was jammed cut only half the staple line. Echelon flex¿ gst system 45mm powered plus stapler. Locked down on tissue inside the patient wouldn't open. No harm was caused to patient. Echelon flex¿ gst system powered plus stapler closed fine but then the dark handle wouldn't close and fire the load. Another stapler had to be open to finish the case. While the echelon flex¿ gst system powered plus stapler was firing it stopped mid fire. Another stapler had to be opened to finish the case. Multiple echelon flex¿ gst system 60mm powered plus stapler failed. Many did not open after firing.  One closed on the tissue and did not fire. It took multiple attempts and waiting for the rep to come in to the or to be able to release the tissue.